Manufacturer narrative:
Additional product code hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the second metacarpal bone fracture with the screw and the drill bit in question. During the screw insertion, the screw broke at its neck. The surgeon tried to remove the fragment of the screw in the bone with a pliers, but he couldn¿t. The surgeon drilled the bone around the fragment of the screw with a drill, and he could remove the fragment. In the same surgery, during the drill, the drill bit interfered with an inserted screw, and the tip of the drill bit broke. The fragment of the drill bit could be removed. The surgery was completed successfully with 30 minutes delay. The patient outcome unknown. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). Unknown pliers (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken off at its neck and is damaged/deformed as reported (during the screw insertion, the screw broke at its neck. The surgeon tried to remove the fragment of the screw in the bone with a pliers, but he couldn¿t. The surgeon drilled the bone around the fragment of the screw with a drill, and he could remove the fragment.), this thus confirming the complaint description. In addition, the screw (incl. Screw recess) is overall damaged condition from use. Furthermore, at the damaged locations are no coating (colored) visible anymore, this damage resulted from contact to a hard, most likely metallic material (screwdriver, pliers and drill bit). Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l98228. All relevant features are defined on the used drawing revisions of DHR of production lot 5l98228. Summary: device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2019. No ncrs were marked in the DHR during production. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that high applied mechanical force could have led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. The complaint is rated as confirmed, but not valid from manufacturing point of view, as the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part: 04.130.214s. Lot: 5l98228. Manufacturing site: grenchen. Release to warehouse date: 18. Sept. 2019. Expiry date: 01. Sept. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient outcome was stable. Concomitant device reported: screwdriver (part# unknown, lot# unknown, quantity# 1).